Manufacturer narrative:
Device available for evaluation? Yes, device returned to manufacturer on: 06/24/2019. Device returned to manufacturer: yes. Device evaluation: the lens was received june 24, 2019 inside a bag. The device was received with the plunger almost completely in an advanced position. The device was observed under microscope (10x) and a scarce amount of viscoelastic (ovd) was observed in the cartridge. The lens was observed stuck in the cartridge with the pushrod overriding the lens. This condition could be caused by the scarce amount of viscoelastic observed. The directions for use (dfu) states to completely fill the viewing window with ovd. The complaint was verified; however, it was not related to the manufacturing process. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that one other complaint has been received for this production order number; however, was not related to this complaint. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided if implanted; if explanted, give date: not applicable, the lens was not implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a faulty lens. During implantation in the patient eye of an intraocular lens model pcb00, lens got partially stuck and did not advance, only haptic went out. No patient injury reported, another lens used and procedure completed. All information available submitted.